Event description:
It is reported that the pt is experiencing numbness and tingling in her lateral lower extremity.

Manufacturer narrative:
Eval summary: no devices or photos were rec'd; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. The device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specifications.